Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted; (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on atrial channel during atrial tachycardia/ atrial fibrillation episodes. The patient's right atrial lead remains in use. No patient complications have been reported as a result of this event.